Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient have abscess at the puncture site. Abscess was surgically split and patient was hospitalized for 2 nights. No further information available.